Event description:
On (B)(6) 2015 lay user/ patient wife contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the patient that at on (B)(6) 2015, he allegedly obtained inaccurate low results of 71 mg/dl with the subject meter and on (B)(6) he allegedly obtained inaccurate low results of 51 mg/dl with the subject meter. The patient stated they manage he diabetes with other diabetes medications. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he then started to developed symptoms of dehydration immediately after the inaccuracy issue on (B)(6) 2015 and was admitted to hospital on (B)(6) 2015 at 3pm. The patient alleged being treated with insulin for 2-3 days before being discharged the following sunday. The patient alleged no other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged inaccurate low issue began.